Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: the distal end of the cannula broke through the expandable sleeve when setting the device.

Manufacturer narrative:
(B)(4).